Manufacturer narrative:
Analysis found that the pre-repair temperature test was not conducted due to the bur can not be inserted deeply. No other abnorm alities were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device was overheating and the bur can not be inserted deeply. There was no known patient impact. On follow-up, it was reported that the event occurred during spine surgery. There was no troubleshooting done. There was no patient impact.